Event description:
On (B)(6) 2018 mammogram stereotactic right breast biopsy for indeterminate right breast microcalcifications. Multiple passes were made under ultrasound guidance using a vacuum assisted 10 gauge elite device. A titanium clip was placed at biopsy site. Specimen was sent to pathology for review. Microcalcifications were noted in the specimen radiograph. Post stereotactic biopsy right breast mammogram confirmed titanium clip was in the appropriate location. In addition, on the right mlo view, a 12 x 2.4 mm cylindrical structure, which likely corresponded to the radiopaque tip of the mammotome mark which sheared off during the procedure, located approx 7cm proximal to the titanium clip, superficially. The pt was informed of the sheared mammomark catheter tip and concurred with the surgeon's plan to leave the tip in place. The surgical pathology report revealed benign microcalcifications. The pt had no complaints of pain until (B)(6) 2018. On (B)(6) 2018, the pt underwent exploration and removal of foreign body in right breast under local anesthesia plus sedation. The tip of the mammotome was taken out and sent to pathology. On (B)(6) 2018, the pt was seen in the surgery clinic and was doing well with well healing wounds. Dates of use: (B)(6) 2018. Diagnosis or reason for use: stereotactic right breast biopsy. The product was not compounded; the product was not over-the-counter.